Event description:
Sara plus standing and raising aid device was used by an agency support worker to assist pt to stand. During the procedure the pt's leg slipped from the foot plate and her leg became trapped under the leg of the device. It is reported the pt had twisted their leg by the time the caregiver's colleagues were called in for assistance; the pt sustained a fractured femur neck which required plating and screws.